Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of a newly set up ilet pump experienced low glucose, with cgm showing 67 mg/dl and a confirmatory fingerstick of 72 mg/dl, after announcing a meal but eating less than usual; the user consumed approximately half a can of soda and was advised to take 20 grams of carbohydrate every 15 minutes, recalibrate, and monitor glucose as the pump enters its initial adaptation period. Symptoms included none reported. Outcomes included successful self-treatment without outside assistance or medical intervention, with glucose rising to 103 mg/dl by the end of the call. Investigation included guided troubleshooting, fingerstick confirmation of glucose, and device education regarding calibration and adaptation. Investigation of this case revealed a user-related underestimation of carbohydrate intake relative to the announced meal during early pump adaptation, which plausibly contributed to hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement and carbohydrate intake during early device learning.